Manufacturer narrative:
Investigation summary: it was reported that a black substance was found on the plunger. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed and the plunger rod has residues of equipment lubricant at the bottom part of the plunger rod and at the thumb press areas. No other defects or imperfections were observed. The three photos provided show the sample received. This defect could occur if proper cleaning was not performed after preventative maintenance or a repair to the molding equipment. A device history record review was completed for provided material number 302832, lot number 1215178. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The equipment and area were clean. No areas with any residues of lubricant were found. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported that : a black subtance was found on the plunger a syringe that was opened in our center this morning. The syringe has a black substance on the plunger.